Event description:
The MFR rep reported a study was performed and the radiolabeled indium dye did not leave the pump. The pt had the pump implanted in 2007. The replacement was uneventful. The catheter was able to be aspirated and the pump was able to be aspirated and filled. The pt receives baclofen 500 mcg/ml at a dose of 50 mcg/day via simple continuous infusion. No alarms are sounding, pump logs appear normal and the pt is in stable condition. The pt does have some redness over the pump pocket site. Cultures were obtained but no results were reported. Add'l info received reported that there was no infection. The pt was taken back to surgery. At the time of the surgery, the surgeon sent a sample of fluid from the pocket to the lab. The results immediately showed no infection. During surgery the surgeon discovered an opening or "slit" in the catheter near the pump connection which could explain the fluid in the pocket and the nuclear study results. The hcp elected to repair the catheter and replace the pump to rule out any other possible problem, even though the pump had been placed recently. Ref MFR report #3004209178-2007-04439.